Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and permanent tissue discoloration. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a patient that they have a dark pigmentation on their skin that was caused from the pods. They stated that when they remove the pod and they go into the sunlight, their skin gets dark as if it was sunburnt. They stated they sought medical attention for the issue previously and stated they got a cream at that time that costed them $100. The patient stated if the markings do not go away they will have to have them laser removed.